Manufacturer narrative:
It was reported that tip bent as soon as they opened the package. As a result of analysis of returned device, outer sheath was not detached and stent was loaded. The valve of delivery system is locked, but stent was deployed a little. There are curves on stent loaded part, and deployment was tried without pressure, and it deployed well. In the inner sheath, the curve was observed. Also, the kinked mark was observed on the tip part of inner sheath. In order to prevent the pre-deploy or kinking of stent loading part, the stylet was inserted inside the tip after loading the stent, and it is checked during the stent loading process, half-finished product inspection, and finished product inspection. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the exact root cause since inserted stylet was not returned and the device was not packaged on the original box, and it is hard to reconstruct the situation at the time of procedure. Also, even though the curve was observed on the stent loaded part, but it is hard to assume the root cause whether the curve occurred during return process or during the procedure since the delivery system was not packaged on the original box. This complaint couldn't know the root cause, there will be continued to monitor the same or similar customer complaints.

Event description:
Tip bent as soon as they opened the package. The doctor tried to use this one, but this biliary stent bent as soon as they opened the package.